Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that after 2 months dental implant was installed in intraoral region 2#, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, the patient presented bone type iii and immediate implant procedure was performed.